Event description:
The following information was reported to gore: on an unknown date, a gore® acuseal vascular graft was implanted with anastomosis to a modified merit hero® graft for a-v access for dialysis due to multiple failed access sites (non-gore devices). Reportedly, at a later unknown date post-implant, occlusion, delamination, and perigraft blood were noted related to the gore® acuseal vascular graft and confirmed through intravascular ultrasound (ivus). On (B)(6) 2024, a reintervention occurred in which angioplasty was performed, and a 6 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) implanted to reline the gore® acuseal vascular graft. The patient tolerated the procedure with no adverse consequences.

Manufacturer narrative:
The lot/serial number of the device was requested and was unavailable. Due to an unknown lot/serial number and no device return, an investigation could not be performed. According to the gore® acuseal vascular graft instructions for use: potential device or procedure related adverse events: complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: infection; partial or complete occlusion due to hemodynamically significant stenosis or thrombosis; excessive suture hole bleeding; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; erosion of subcutaneous tissue over the vascular graft; perigraft hematomas; perigraft seroma; blood loss or hemorrhage from graft cannulation site, pseudoaneurysm, mechanical damage or tearing of the suture line, graft, and/or host vessel. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.